Manufacturer narrative:
The device evaluation found cable flooding. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the watertight function did not work properly due to the scratches on the cable and "cable flooding" occurred. Device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the camera head exhibited cable flooding. There were no reports of patient involvement.